Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Per the lm, the abnormalities with the scope¿s light guide cover glasses, light guide glass glue, chemical damage, delamination, surface damage and staining on the light guide tube, abnormalities on the scope¿s distal end cap, bending section, insertion tube, protector boot, biopsy port, air/water cylinder, suction cylinder, control knob and angulation control, have no potential to cause or contribute to death or serious injury if these issues were to recur. Based on the results of the investigation, the event of foreign matter that could not be removed likely occurred because of damage to the device from coming in contact with foreign materials such as gauze, a piece of a peripheral device, body fluid, or residues from chemical agents. The root cause of how the device came into contact with the foreign materials could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device found abnormalities with the scope¿s light guide cover glasses, light guide glass glue and there was also, chemical damage, delamination, surface damage and staining on the light guide tube. In addition, abnormalities were noted on the scope¿s distal end cap, bending section, insertion tube, protector boot, biopsy port, air/water cylinder, suction cylinder, control knob and angulation control. The cause of the physical damage to the scope cannot be determined at this time. The device will not be returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera ii gastrointestinal videoscope would not inflate. There was no patient injury reported for this event. The device was returned for evaluation and foreign material was noted in the air/water channel of the scope which could not be removed through correct reprocessing. This report is being submitted for the foreign material that could not be removed.